Manufacturer narrative:
(B)(4). The customer was reported to have replaced the breath delivery (bd) to graphical user interface (gui) cable and power supply but the issue was not resolved. The service engineer inspected the device but was unable to duplicate the reported malfunction. The bdu printed circuit board (pcb) was replaced based on error codes in the memory log. The ventilator then passed all performed tests and calibrations per the manufacturer's specifications.

Event description:
It was reported that the ventilator had a loss of communication issue during patient use without any reported patient harm.